Event description:
Country of complaint: (B)(6). Thread broke during use.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: samples received: 1 open sample, used, needle and thread detached. There are no pervious complaints of this code batch. There are no units in OEM stock. The used needle has been damaged in the attachment area by the needle holder. The steel has been deformed and as result, the thread has broken in the attachment area. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Knot pull tensile strength results conducted on samples before releasing the product fulfilled the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.